Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission, post-paced t-wave oversensing was observed on the right ventricular channel of the implantable cardioverter defibrillator. Programming modifications were performed. The patient¿s condition was stable.